Event description:
Customer complaint - limited data available "wrist monitor for bp I received it & it took my blood pressure very quickly. It said it was 236/102. I took it with my upper arm monitor & it was 165/77. I tried several times & the reading was always over the 200s/100s. I returned it as defective."

Event description:
Customer compliant - limited data available. The customer was unable to get an accurate reading while using the blood pressure monitor.